Event description:
It was reported that the patient¿s blood glucose (bg) level dropped to 41 mg/dl between 1 and 4 hours of wearing the pod. On october 14, 2025, the patient was experiencing low bg levels, and they called for an ambulance. The patient¿s symptoms included palpitations, high bg and low bg levels. The patient does not recall the diagnosis given by the hospital and stated that they were treated with adenofine, and other medication that they could not recall. The patient was also given a nutella and peanut butter sandwich to treat the low bg. The pod was removed from their leg and was discarded. The patient was discharged from the hospital on october 18, 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.